Event description:
Admitted to hospital on 4/22 pm with probable hemolysis; hemoglobin down to 6.9 and bilirubin high, had normal bun. About one hour after off machine developed abdominal pain- about two hours after off developed chest pain and went to hospital; machine techinician called to look machine over, and dialyzer brought in by daughter. Developed bloody stools at hospital; machines taken back to the unit to be checked out; pt admitted to ICU and in regular room now. But still with pain (4/27).